Event description:
The audiologist reported that the user's hearing performance with the device was affected at first fitting appointment. The user did not show any response for autoart measurements and when performing single channel stimulation the user could only hear on 2 channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device was explanted due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. The recipient was re-implanted with a shorter electrode array. This is a final report.

Event description:
The audiologist reported that the user's hearing performance with the device was affected at the fitting appointment on (B)(6) 2022. The user did not show any response for autoart measurements and when performing single channel stimulation the user could only hear on channels 1 and 2. A re-insertion surgery is scheduled for (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.